Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient experienced a post op bleed approximately 24 hours after the procedure. They returned to the hospital and the surgeon repaired the bleeding by suturing the tonsil bed. Bleeding was controlled the day they returned and went home the same day. The patient is now in good condition.